Event description:
It was reported by the patient as a result of a lawsuit that allegedly, the patient underwent a knee replacement on (B)(6) 2012 in which a shapematch cutting guide was utilized. The patient alleges that "subsequent to her knee replacement, plaintiff began experiencing significant knee pain and discomfort and joint instability and limitation on mobility which led to her having the knee replaced". The revision date is unknown.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee system. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This patient was not found in the shapematch cutting guide database. Device not returned to the manufacturer.